Event description:
The customer contacted customer service via email and reported that while charging the base unit (battery pack), it caught fire. The customer further reported that a piece of furniture was damaged. The customer was not using the device when the event occurred. There were no injuries, and no medical intervention was required. Hyperice is investigating the reported malfunction. Its investigation is focused on the battery and the battery charger. Preliminary evidence confirms that the customer was charging the device with a battery charger other than the one provided by hyperice. The instructions for use specifically direct customers to use the battery charger provided by hyperice. This is particularly important for devices with an older battery, manufactured by fujian scud power technology co, ltd., which hyperice discontinued in (B)(6) 2022. Hyperice has made multiple attempts to contact the customer to get more information about the battery and the battery charger that was used.